Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review, and additional information provided by the customer. The user reported switching the power cord to a different "bank of the power module" and the device operated ok with no reported issues since. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation could not determine the issue as the device was not returned. Olympus will continue to monitor the field performance of this device.

Event description:
Update: the procedure was an upper and lower gastrointestinal series. The procedure was delayed for approximately half and hour, and the patient was under general anesthesia. Procedure was completed with no adverse effects to the patient.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported the unit won¿t power on after changing scopes. The customer then provided tac information that the issue was with the transformer on the wm-wp1 cart. Customer stated he plugged the cv-190 into another port on the transformer and it functioned with no issues. Tac provided the customer the necessary part number for the transformer and transferred him to customer service. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a case, when the upper procedure was completed and changed the scope to perform the lower procedure, the evis exera iii video system center will not turn back on . There were no reports of patient harm associated with this event.